Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer¿s blood glucose (bg) level was "high"; specific value not provided. At the time of the call with tandem technical support, customer had not addressed bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge leaking allegation.